Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10736. It was reported that the patient presented in clinic for follow-up. Interrogation of the device revealed that the right atrial and right ventricular leads were oversensing frequent lead noise. The patient had been having episodes of dizziness, and it is unknown if that is related to the oversensing. The leads were explanted and replaced, and the patient was in stable condition.